Event description:
Controller sticks and lets chair move instead of braking. Scooter store refuses to repair. This is a safety matter because disabled use these chairs. Jazzy chair from scooter store, (B)(6). MFR would not service chair. Acted real nasty. Purchase date: (B)(6) 2009. (B)(6).